Event description:
It was reported that during one day post implant check it was noted that the right atrial lead exhibited high capture thresholds. Chest x-ray confirmed that the lead had dislodged. The lead was successfully repositioned on (B)(6) 2015 without adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).